Event description:
It was later reported that the patient was hospitalized due to the event. Following pump replacement the patient was reported to have been "doing fine".

Manufacturer narrative:
Catheter: model: 8711, serial# (B)(4), implanted: 2007 (B)(6), explanted: unknown. (B)(4).

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that the patient had two incidents of mobility loss in his legs where he "basically went paralyzed". This occurred once when the patient's pump was refilled and once when the patient gave himself a bolus. The patient was brought to the hospital where the doctor "turns off the pump and everything" comes back within a couple of hours and is "perfectly" mobile. The pump was infusing dilaudid and bupivacaine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump ngp341215h revealed that the pump was stopped long before being returned to the manufacturer which caused a post-explant pump anomaly. The pump had been shut off for 86 hours and 45 minutes and the ¿stopped pump period may exceed tube set¿ message was displayed. Dispense testing and additional 24 hour infusion testing passed showing that the pump was dispensing accurately; however, a slightly odd trace was noted. Initial destructive analysis determined the exceedingly long stopped pump period caused tube set to take place likely being related to the passing but slightly odd traces seen during infusion testing. Moisture was present after the inner cover was removed. Moisture and corrosion was present on gear wheel 3. Moisture was present on the pumphead and pump tube.

Event description:
Additional information: in the pump logs it was noted there was water in the pump. The pump had been shut off for 86 hours and 45 minutes and the "stopped pump period may exceed tube set" message was displayed. The next day it was reported the event was ongoing. The pump was turned off and planned to be replaced on (B)(6) 2013. It was reported the pump was being replaced because the patient was requesting it. It was later reported the pump was replaced on (B)(6) 2013, but no medication was added at that time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.